Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported that the patient¿s device was no longer working. The reporter thought it was normal battery depletion but it was unknown. It was further reported that the lead had not worked and ¿it had been that way.¿ it was noted that the health care professional and pain were not concerned. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available